Manufacturer narrative:
(B)(4). Additional information: the device was manufactured february 27, 2014 ¿ march 4, 2014. Evaluation summary: the device was received for evaluation. A visual inspection noted white particles between 2.51 and 3.40 mm in size inside the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectrophotometer scanning. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the reservoir of a large volume intermate. This was discovered during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.